Event description:
The duett sealing device was deployed following an intreventional procedure (via a 7f sheath, right femoral artery). The onset of ischemia occurred immediately after deployment, and the pt underwent a surgical thrombectomy. The following morning the pt had not regained both pedal pulses, and was sent to radiology for further angiograms and possible intervention. It was later reported that the event resolved with no further complications.